Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional on (B)(6) 2017. It was reported that the patient was admitted to the hospital after they fell and the wires were still in the patient when they were discharged from the facility a couple of days prior to the initial report. There was no information provided to reasonably suggest or allege that the ins or therapy caused on contributed to the patient¿s fall or their subsequent need for admission. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare professional regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient stated that ¿two wires¿ were left in them when they had one of their devices replaced. The doctor said they were unable to retrieve the wires. No symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
(B)(4).